Event description:
A customer reported encountering an error with their continuous glucose monitor, specifically cgm error 42, associated with the g7 sensor. After consulting with technical support, it was confirmed that the pump had not come out of storage mode or experienced a reset from battery depletion. Technical support provided detailed instructions for performing a pump reset and guided the customer through the process. Following the reset, the error code did not reappear, and the customer was able to successfully initiate a new sensor session. There was no adverse impact to the customer's blood glucose level.